Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, the extractor balloon was being utilized during a very difficult stone case. As they were forcefully pulling on the extractor balloon through the scope, the catheter began to stretch and then broke in half. The balloon remained inflated at that time. The catheter was cut below the break resulting in deflation of the balloon. The entire catheter and wire were then easily removed from the patient and scope. The physician was not able to complete the procedure, however, there were no patient complications and the patient is fine. A spyglass procedure will be performed at a later time for completion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.